Manufacturer narrative:
Evaluation, results: inherent risk of procedure (graft migration, endoleak, occlusion); patient's condition affected effectiveness of device (disease progression in the aortic neck). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (disease progression in the aortic neck).

Event description:
An aneurx bifurcated stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 8 years ago. It was recently reported that on an unknown date the patient had a left common iliac artery occlusion. A femoral-femoral bypass was performed at another site to treat the occlusion. Currently, there is disease progression in the aortic neck, which is conical, moderately to severe angulated and 1 cm in length. The patient's aorta was 9 cm from the renal arteries to the flow divider. A 6.5 cm migration with an endoleak was identified. Three days after the migration and endoleak were noted, two aneurx devices and one endurant device were successfully implanted. No additional clinical sequelae were reported, and the patient is fine.